Manufacturer narrative:
D4: lot number of the device is unknown - full UDI is not available. D9: device not available for evaluation. H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during use in a procedure at the user facility, the coagulation function did not work well. It was reported that there were no adverse consequences and no medical intervention as a result of this event. It was further reported that the procedure was completed successfully, without delay.

Event description:
No new information.

Manufacturer narrative:
H6: the quality investigation is complete.